Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. Fa was not able to replicate nor confirm the customer reported complaint. Visual inspection found the grip was not broken. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument delivered energy without any issues. The instrument was fully functional. There was no problem detected. Additional observation(s) found unrelated to the customer reported complaint: 1). The instrument had a conductor wire insulation damage inside of the grip routing. Visual inspection found the wire to be exposed. There were no signs of thermal damage. 2). The instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a 0.023¿ offset at the tips.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument tip broke at the neck and the customer was unable to control universal surgical manipulator (usm). The customer was unable to open or close the instrument¿s jaws. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the instrument has been evaluated and/ or if additional information is received.